Event description:
It was reported that bd alaris pump module smartsite infusion set had a loose connection. The following information was provided by the initial reporter: "we had another event occur this week with a bd alaris pump module infusion set falling out of a quva fentanyl bag".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of a set having connection issues was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the model and lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.